Event description:
It was reported that there were stored atrial tachy response (atr) episodes on this pacemaker due to oversensing of noise on the right atrial (ra) lead channel. Technical services (ts) analyzed device episode data and confirmed oversensing. There was no pacing inhibition. Ts suggested reprogramming as troubleshooting. The ra lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this pacemaker remains in service.